Event description:
It was reported that the bd luer-lok¿ syringe has scale marking missing. The following was received from the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: 1 ml bd syringes have no tick markings, only the numbers. No way to draw up 0.52mls for example without the ticks identifying the 0.01 increments. Who was affected? No person affected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-sep-2023 h6: investigation summary eighty sealed samples, one loose sample and one photo were provided to our quality team for investigation. A visual inspection was performed. Three syringes were acceptable per product specification. The loose syringe was observed to be missing most of its printed scale with only a few grad lines present near the barrel roof and part of the measurement numbers present along with part of the bd logo and single use symbol. Seventy-two syringes were observed to have similar conditions to the loose syringe with much or some of the printed scale missing. Five syringes were noted to have print density greater than limits resulting in illegibility. The photo showed a loose 1ml luer lock syringe with increasing severity of missing print on the 0-numeral going down the scale. The "1." And part of the "m" in ml was affected as well. Potential root cause for the missing print defect is associated with the scale marking process. A device history record review was completed for provided batch number 3076820. All visual inspections were performed as per requirement with one quality notifications related to the complaint defect. Missing print was identified during batch manufacture and subsequently requalified per applicable procedure and sampling plans. Production was stopped, machine adjusted accordingly, and affected product removed from the line prior to production resuming. It is possible that a limited number of pieces with this condition were able to escape detection. Batch 3076820 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe has scale marking missing. The following was received from the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: 1 ml bd syringes have no tick markings, only the numbers. No way to draw up 0.52mls for example without the ticks identifying the 0.01 increments. Who was affected? No person affected.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.